Event description:
During the implantation procedure, the ventricular lead would not pass into the ventricular pacemaker port adequately enough in order to secure with the set screw. Multiple attempts were made using lubrication and tightening and loosening the set screw. None of these measures gave the required result of being able to secure the lead in its port. The atrial lead was able to be secured in the atrial port correctly. Therefore, the device was finally not implanted and another symphony d 2450 pacemaker was implanted. The leads were implanted on the same day and were is-1 leads.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages of the intended screwdriver slot at the atrial and ventricular level (holes) and the ventricular setscrew was found unscrewed. These damages confirm difficulties were met during the screwing/unscrewing operations. Because of these findings, one hypothesis is that the distal ventricular setscrew was screwed before inserted the lead and as reported, the ventricular lead could not be secured. Then after the setscrew was unscrewed but too far and loosened and could not be reinserted properly in the terminal block.